Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. During troubleshooting, it was discovered that the patient disconnected from the setup and reconnected after the hc alarmed. The technical service representative (tsr) reviewed the alarm log with the caregiver and advised them to start over using all new supplies. The tsr reviewed proper procedures per the user manual with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting from the disposable set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.